Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 50 to 120mg/dl. Customer feels well but observed symptoms of feeling trembly. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results obtained with truetrack meter to another meter. Back to back blood test performed using both meters and test result was 54mg/dl with other meter and 141mg/dl with truetrack meter. Verified storage of test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory. Based on the expected blood glucose results obtained using another meter of 54mg/dl and the highest test result obtained of 141mg/dl - the complaint is reportable - zone b/d. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.